Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Examination of the returned device revealed a portion of the endoprosthesis inside the lumen of the bare metal stent with evidence of unwinding of the viabil and entanglement of the fins of the viabil endoprosthesis in the bare metal stent frame. Stent entanglement and the associated increase in removal force combined with evident unwinding of the viabil likely led to wire fracture. The gore® viabil® biliary endoprosthesis is not designed to be removed from within a previously placed bare metal stent, and it is not indicated for removal in the united states.

Event description:
Conmed (B)(4) reported the following: the gore viabil biliary endoprosthesis had been placed inside an olympus biliary stent. The physician attempted to remove the viabil, but it became tangled inside the olympus stent and broke when attempts were made to pull out the device. The olympus stent was then removed intact with the remaining viabil entangled inside it. The fractured piece of viabil was retained but the olympus stent with entangled portion of viabil was discarded.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Implant date provided was june 2014; (B)(6) 2014 is an estimate.